Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the problem could not be identified because the event could not be reproduced and no abnormality (e.g., external damage due to bumping, internal flooding, etc.) Could be confirmed that could have caused the problem under investigation. Although it is a guess, we investigated the repair history of the actual product and found that the circuit board built into the video connector had been in use for approximately four years from the time of delivery, as it had never been replaced or repaired. This suggests that the circuit board may have deteriorated over time due to accumulated stress from use (e.g., heat generated by electronic components when energized, external thermal stress from sterilization, shock during transportation, etc.), which may have caused unstable operation and temporary image defects. The event can be detected/prevented by following the instructions for use which state: "it was confirmed that instructions, operation manual of ltf-s190-5/10 chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the suggested event". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope displayed no image. The issue was found during inspection for an unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: continued: (B)(6) hospital. The device was returned to olympus for evaluation and the evaluation found adhesive on the bending section cover had a chip and a universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.